Event description:
This resident was participating in an outdoor activity. This wheelchair was setting with a resident in it, the brakes were on. This wheelchair was setting on level ground, but just next to a slight incline on a parking lot. Somehow, this wheelchair rolled down the slight incline, hit a concrete block, car stop, and the resident was tossed out of the wheelchair onto the ground. The wheelchair landed on its right side upon the ground. When the wheelchair was put upright, the brakes had to be released in order to move/wheel the chair. How this wheelchair moved and went down the slight incline is unk. I am faxing this statement as I called your toll free number on (B) (6) 2010, did not get to talk to anyone but left a message. No one ever called or contacted me concerning this.